Event description:
Updated clinical narrative: the patient is a 69 year old male supported with impella cp for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage d. The impella 2.5 was inserted percutaneously via the left femoral artery in the hybrid operating room on (B)(6) 2026 at 11:10 pm. During closure of the ECMO cannulation site¿not the impella access site¿the physician observed persistent bleeding that did not resolve with standard measures. The patient¿s hemoglobin subsequently dropped to 5 g/dl per the ECMO circuit, prompting initiation of a massive transfusion protocol. Manual pressure was held at the ECMO site for approximately two hours, and the patient received factor x and protamine, after which bleeding resolved. The patient later developed loss of distal pulses in the limb with impella access, consistent with limb ischemia beginning during/after introducer insertion. A distal reperfusion sheath was placed, successfully restoring distal perfusion. The ischemia did not require impella removal or limb amputation. The major bleeding event originated from the ECMO cannulation site and was not attributed to the impella device. The patient¿s limb ischemia was associated with impella access but resolved following placement of a distal reperfusion sheath. Patient was escalated to impella 5.5 and care was withdrawn. Impella cp is conservatively being reported for death.

Manufacturer narrative:
Updated information: b2 selected death and added date of death. B5 narrative updated. D1 updated brand name. H1 changed to death. G1 MFR contact fax number added. H6 impact code added f02.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: the patient is a 69-year-old male supported with impella for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage d. The impella 2.5 was inserted percutaneously via the left femoral artery in the hybrid operating room on (B)(6) 2026 at 11:10 pm. During closure of the ECMO cannulation site¿not the impella access site¿the physician observed persistent bleeding that did not resolve with standard measures. The patient¿s hemoglobin subsequently dropped to 5 g/dl per the ECMO circuit, prompting initiation of a massive transfusion protocol. Manual pressure was held at the ECMO site for approximately two hours, and the patient received factor x and protamine, after which bleeding resolved. The patient later developed loss of distal pulses in the limb with impella access, consistent with limb ischemia beginning during/after introducer insertion. A distal reperfusion sheath was placed, successfully restoring distal perfusion. The ischemia did not require impella removal or limb amputation. The major bleeding event originated from the ECMO cannulation site and was not attributed to the impella device. The patient¿s limb ischemia was associated with impella access but resolved following placement of a distal reperfusion sheath. The patient remained on impella support until it was explanted on (B)(6) 2026 which patient survived. The reported ischemia may be influenced by patient specific factors such as underlying critical illness and hemodynamic instability.